Event description:
A surgeon reports that during a postoperative exam, it was noted that the haptic of the intraocular lens had not unfolded completely. The surgeon attempted to unfold the haptic and reposition the lens. However, the lens remained "torqued" in the bag. Two days later, the lens was explanted and replaced with the same model. During the lens exchange, the surgeon realized that the haptic had been caught behind the iris. The patient is doing well with no further complications. The surgeon does not feel that the lens malfunctioned. He feels this was a instance where the haptic had unfolded in an unusual position that could not be recognized immediately after surgery.